Manufacturer narrative:
Gtin number for item: (B)(4), lot: 16127496 is 07613203012430. The customer¿s report of a leak at the pumping segment was confirmed. Visual inspection of the set under magnification showed a tear in the silicone segment atop the bottom edge of the upper fitment. The tear measured approximately 0.023 inches long. No crush marks or tool marks were observed around the upper fitment. Functional testing resulted in no leaking. Pressure testing confirmed leaking from the upper area of the silicone segment. The root cause of the leak was identified as a tear in the silicone segment. The cause of the tear is unknown.

Event description:
The customer reported that when responding to an air in line alarm that occurred about 10 minutes after the start of a propofol infusion the nurse opened the channel door and the IV fluid squirted out from just below the upper fitment. Visual inspection could not confirm if the leak was from a hole or from around the engagement of the silicone segment to the upper fitment. There was an unspecified length of delay in restarting the infusion but there was no report of any patient harm.